Event description:
It is reported that the cup was attached to the hybrid cup impactor and impacted into the patient. After impacting the cup, it could not be removed from the inserter. As a result, a larger cup was opened and implanted into the patient with no issues.

Manufacturer narrative:
Evaluation summary: at the inside of the shell, there is material deformation in a circle pattern around the center of the polar hole, which fit the end of the hybrid offset shell inserter. This could be caused by misuse or by over tightening onto the shell making it hard to remove. It is also not known if the adapter is used or not. With the information available, a definitive cause cannot be determined. As returned, the internal threads on the cup have been inspected and they functioned well. Device history records indicate all components were manufactured and inspected to specification.